Manufacturer narrative:
(B)(4).

Event description:
The pt had a return of spasticity. The catheter was replaced because it had migrated and was located around the pump. It was noted that the pt had severe depression caused by her mother's death, and as a consequence, she had gained a lot of weight; it was thought that this possibly caused the catheter migration. The pt outcome was noted as "resolved". The device system was used to deliver lioresal. For subsequent events, see MFR's report # 3004209178201100552.